Event description:
It was reported that, "the patient injured her arm during an accident requiring her to undergo surgery which included placement of a plate and screws on (B)(6) 2010." It was further alleged that, "after the surgery, the patient began to have complications which later required two additional surgeries. The patient was advised that she had contracted an infection known as pseudomonas."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.